Event description:
It was reported that prior to the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), automatic screening passed in the primary and secondary sensing vectors. However, following the implant procedure, all three vectors failed in both sitting and supine positions. The patient was discharged with therapies programmed off prior to a re-assessment in-clinic the following monday. Boston scientific technical services (ts) was contacted and provided recommendations for assessing the performance of all three sensing vectors, such as postural testing, isometrics, and manipulations. Ts noted that the provided data showed evidence of signal saturation. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.